Manufacturer narrative:
H.6. Investigation: no pictures nor samples were provided to bd medical -pharmaceutical system (bdm-ps) for analysis but an analysis of the retain sample as well as a batch history record¿s review (bhr) has been performed. The retain sample analysis and the bhr allowed bd to confirm the safety device dimensional condition reported by amgen but not the broken barrel issue. This dimensional condition can be explained by a succession of events implying an improper inner dimension test method and an inappropriate expansion of its re-inspection. Nevertheless, a corrective-action was already (update of the work instruction tt-wi-30020 and the re-training of operators) put in place in the framework of the deviation which has been opened before releasing the batch. This action should should prevent amgen from receiving safety devices with oos inner dimension. H3 other text : see h.10

Event description:
It was reported before use of the bd ultrasafe¿ manual needle guard there was syringe breakage related to broken flange found inside a blister. The following information was provided by the initial reporter: we generated a complaint (B)(4)for syringe breakage related to broken flange found inside a blister. One of the things that it was observed during the forensic analysis was that the unit was not freely rotating inside the mng. When measured the inner portion of the mng and compared that measurement to another mng (not from the same batch) it was noticed that there was a difference in size.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd ultrasafe¿ manual needle guard there was syringe breakage related to broken flange found inside a blister. The following information was provided by the initial reporter: we generated a complaint (B)(4) for syringe breakage related to broken flange found inside a blister. One of the things that it was observed during the forensic analysis was that the unit was not freely rotating inside the mng. When measured the inner portion of the mng and compared that measurement to another mng (not from the same batch) it was noticed that there was a difference in size.